Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of three xience alpine stents - a 4.0 x 15 mm, a 4.0 x 18 mm, and a 4.0 x 28 mm. On (B)(6) 2018, the patient was re-hospitalized with chest pain. No additional information was provided.